Event description:
It was reported that the programmer rf (radiofrequency) head will not recognize devices. Green lights do not light up when the rf head is placed over the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. The device passed functional electrical testing. It was noted that the cable was taped and the insulation was ruptured with wire exposed. Also, the lens was cracked on the top cover.